Event description:
Reportedly, the user didn't have good benefit from the device after implantation. The hearing performance decreased even more after (B)(6) 2021. Reportedly, there was an incident of trauma. The device was eventually explanted on (B)(6) 2021. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the decrease in hearing benefit was caused by a post-operative migration of the electrode array out of cochlea as confirmed by diagnostic imaging. This is a final report. Correction: as per new information received on 28-mar-2022 the reportability awareness date has been changed to 17-aug-2021.

Event description:
Reportedly, the user didn't have good benefit from the device after implantation. The hearing performance decreased even more after january 2021. Reportedly, there was an incident of trauma. The user was re-implanted.